Event description:
A report was received that the pt was experiencing warmth at the pocket site. The pt underwent a pocket revision procedure where the pocket site was repositioned and the physician electively replaced the ipg.